Event description:
The customer reported motor error alarms during the rewind process. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI. Advised the customer that the device should not be exposed to certain environments. Ran a displacement test and the test failed. Advised to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and had a constant motor error alarms during the rewind as a result of a motor encoder being out of phase.